Manufacturer narrative:
Screw shaft remains implanted in pt. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be concluded as no device was returned.

Event description:
Received device report from synthes (B)(4). During insertion of 1.5mm ti cruciform cortex screws into the plate for different metacarpal bones, three of the screws broke off at the head of the screw. The shaft of the screws remain in the pt. One of the screws was inserted using a 1.5mm/2.0mm screwdriver blade and the second and third screw was inserted with a 1.5mm cruciform screwdriver blade. Reportedly, the surgeon 'finger' tightened the screws and did not use excessive force. This is the 3rd of 3 reports submitted on this event.